Event description:
Information received by medtronic indicated that insulin pump was damaged and pump was exposed to moisture and water entered in to insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the pump case and exposure to moisture found on (B)(6) 2022. Unable to perform displacement test due to early seating during prime/seating. Pump passes self test. The following pump alarms/alerts were noted in pump alarm history screen on event date: pump error 4 on (B)(6) 2022 at 1:41 pm and pump error 63 on (B)(6) 2022 at 1:41 pm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open for visual inspection and found moisture damage on pcba 1, lcd flex traces, motor, force sensor, and keypad flex connector. Prime/fill anomaly due to moisture damage on motor and force sensor. The following were noted during visual inspection: pillowing keypad overlay and partially faded serial number label. Cosmetic damage at pump case was not confirmed, however, other cosmetic damage was noted. Exposure to moisture confirmed on pcba 1, lcd flex traces, motor, force sensor, and keypad flex connector. Prime/fill anomaly due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.